Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing and the reported issue has been confirmed. The test strips were found to stuck together due to drops of adhesive. On (B)(6) 2017, the reporter contacted lifescan USA, alleging that the one touch verio test strips were sticking together. This complaint was initially ruled out because there was no indication to reasonably suggest that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.